Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2019. Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had bilateral intraocular lens implants in her eyes about 5 weeks ago. Follow-up confirmed that the lenses are a zxt150, left eye (os) and a zxr00, right eye (od). Patient stated that her vision didn't change even after >1 month implant. She needs readers to be able to go about her daily activities. Further information was received where it was reported that after about 4 months post-op, the intraocular lens (iol) in the patient¿s right eye was explanted. Iol explant was due to patient being unhappy with the quality of the lens. Secondary to patient not being able to see distance, she also saw fireworks when looking at street signs, and had diplopia as well. The event for the right eye was reported under MDR 9614546-2019-01077. Later follow-up confirmed that the left iol was also explanted and replaced with model zct150, 18.5 diopter iol. Glare and halos have improved after the od and os lenses were removed and replaced. The explanted lens is not returning as it was discarded. No further information was provided.